Manufacturer narrative:
The mentor failure analysis lab has the device for evaluation on 12/17/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 12/19/2019. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate plus profile 650cc saline prostheses was performed. The right prosthesis was filled to 779ccs and the left prosthesis was filled to 759ccs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. A manufacturing record evaluation was performed for the finished device 7359767 number, and no non-conformance's were identified. During evaluation of the sample a crease was observed on the posterior aspect. Within the crease, a rupture measuring approximately 13.0 cm was noted. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 475cc mentor memorygel breast implant, catalog # 3504751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. As a result, an explant was performed on (B)(6) 2019.